Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the regulator product tank was leaking. Additional malfunction were the strap on the sieve beds was defective, the home fill port base was missing, and the filter box was dirty.